Manufacturer narrative:
Qn#(B)(4). The customer did not return a complaint sample. However, they supplied a photo showing two catheterization devices. The guide wire on one of the assemblies was deployed through the catheter and appeared unraveled. The catheter body also appeared to be severed directly adjacent to the catheter hub. However, this cannot be officially confirmed without the complaint sample. A probable cause of the swg/catheter resistance unraveling cannot be determined from the photos and without the sample to evaluate. The customer did not provide a lot number. Therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered while advancing spring-wire guide do not force feed. Do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring-wire guide damage". The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled. However, the actual complaint sample was not returned for evaluation. A device history record review was performed based on sales history, and no relevant findings were identified. The probable cause of swg/catheter resistance cannot be confirmed without the actual sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide became unravelled and needle became bent when it was attempted to be pulled out. The spring wire guide seemed to be stuck and required some force to be pulled out. The catheter tip separated in the patient (captured in 9680794-2021-00282). The patient's condition was reported to be fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide became unravelled and needle became bent when it was attempted to be pulled out. The spring wire guide seemed to be stuck and required some force to be pulled out. The catheter tip separated in the patient (captured in 9680794-2021-00282). The patient's condition was reported to be fine.